Event description:
It was reported that when 2 devices were used used during a laparoscopic cholecystectomy procedure, the outer gasket tore and fell into abdominal cavity. Another device was used to complete the case. There was no consequence to pt.